Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.

Event description:
Related manufacturer report numbers: 2017865-2023-49587, 2017865-2023-49589, 2017865-2023-49591. It was reported the patient was hospitalized on (B)(6) 2023 due to pocket infection and erosion resulting in a systemic infection from morganella morgani. The event was resolved by explanting and replacing the device, right ventricular (rv) lead, left ventricular (lv) lead and right atrial (ra) lead on (B)(6) 2023 along with medication to treat the infection. During hospitalization it was reported the patient passed away on (B)(6) 2023 due to infection. Analysis of the products is not available as the device, rv lead, lv lead and ra lead were discarded.